Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not power up. The user reported that the monitor "kicks off after being charged for a long time." An alternate device was used for the procedure. The user reported that the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.